Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? Yes. What tissue structure is it located? Hand. Size of the needle piece retained? N/a. If retained, what is the surgeon's opinion of consequences to the patient? N/a. Was there any additional tissue damage as a result of searching for the needle piece? N/a. What is current condition of the patient? N/a.

Event description:
It was reported that the patient underwent a laceration repair on the hand on (B)(6) 2020 and suture was used. The needle broke, fragmenting inside the patient. X-rays were performed to retrieve the needle. It caused an unknown increased level of care. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was reported breakage needle. A suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation.a scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.